Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen stemmed tibial component, cat#: 00598002702 lot#: 62166628. All polyethylene standard patella, cat#: 00597206632 lot#: 62187796. Nexgen femoral component, cat#: 00599601451 lot#: 62220746. Nexgen stem implant, cat#: 00598801215 lot#: 62208683. Palacos antibiotic bone cement, cat#: 00111214001 lot#: 74594301. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address instability and pain. The patient was also noted to have swelling in the knee with discomfort. The polyethylene articular surface was replaced. Attempts have been made and no further information has been provided.